Event description:
It was reported that the patient's ipg would not communicate with external devices and would no longer charge. Surgical intervention was undertaken in which the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.